Event description:
It is reported that pt was revised due to pain. Milky fluid was detected during revision surgery.

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. The devices will be returned for eval. As soon as the investigation result is available, a follow-up will be reported. Zimmer reference number of this file is (B)(4).